Event description:
Subsequent to the initial MDR, additional information was provided on 09/17/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced sweating, shaky hands, tiredness and wasn't feeling good and then lost of consciousness and fall with injuries. An ambulance was called and the patient was taken to the hospital. In the ambulance they took the measurements and the cgm was reading 6.7 mmol/l and the blood glucose reading was 2.3 mmol/l. They took a bg at the hospital with similar inaccuracies. There was no treatment provided at the hospital and the patient was discharged after 6 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness and fall with injuries. At tan unspecified time of the event the cgm was reading 6.7 mmol/l and the blood glucose reading was 2.3 mmol/l. An ambulance was called and the patient was taken to the hospital. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.